Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 5/10/2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset events on the complaint date. On investigation, the pump powered with the returned battery cap, which was found to be within the required specifications. The pump was exercised for 24 hours without any interruption of power and no call service alarms. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was rebooting. After the battery was changed and the battery cap was replaced during troubleshooting, the issue was resolved. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.